Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. However, the customer reported that the calibration for transducer and turbine diff failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had vent inop, xdcr fault, motor fault, low pip and low ve alarms the moment it was turned on. There was no patient involvement during this incident.